Manufacturer narrative:
(B)(4). Date of initial report: 08/29/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an open radical cystectomy, the insulation wore off of the purple jaw cable and the device was no longer used. No piece of the device disengaged within the patient, and no patient injury occurred.

Manufacturer narrative:
(B)(4). Date of follow-up report: 09/30/2016. One used lf4318 ligasure device was received for evaluation, and investigation of the returned sample confirmed the reported issue. Visual inspection found the outer cord insulation was damaged and the inner wires were intact. The damaged area passed hipot testing for any electrical leakage. The investigation of this issue identified the cause of this type of damage to be from the packaging process during manufacture. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.